Manufacturer narrative:
Device lot number corrected from 19188842 to 19261669. Device expiration date corrected from 04/14/2017 to 05/05/2017. Device manufactured date corrected from 05/09/2016 to 05/25/2016. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent had detached and was not returned with the device for analysis. The maximum crimped stent profile was reviewed and was within specification. A review of the specified inside diameter of the stent protector was performed. Based on the specified stent protector profile and the recorded crimped stent profile, there is no issues to note with the interaction between the two components. Based on the event description and analysis results; it is most likely that stent dislodgment occurred during the preparation and handling of the device. The balloon body was reviewed and no issues were noted with the overall balloon. Positive pressure appeared to have been applied to the balloon; solidified media was evident inside the balloon chamber. The distal edge of the bumper tip of the device showed signs of slight damage. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found several severe kinks across the length of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact.(B)(4).

Event description:
It was reported that stent dislodgement outside patient occurred. A 2.50 x 32 synergy ii drug-eluting stent was advanced to treat the lesion. However, it was noted under fluoroscopy that there was no stent on delivery system. The stent was recovered on the table and still on the stylet. The procedure was completed with another 2.5x32 synergy stent. No patient complications were reported and the patient's current status is doing well.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement outside patient occurred. A 2.50 x 32 synergy ii drug-eluting stent was advanced to treat the lesion. However, it was noted under fluoroscopy that there was no stent on delivery system. The stent was recovered on the table and still on the stylet. The procedure was completed with another 2.5x32 synergy stent. No patient complications were reported and the patient's current status is doing well.